Event description:
It was reported that during the implant attempt the right ventricular lead pulled back after being placed, and became dislodged. It was also reported that the physician could not reposition the lead and in addition, had difficulty with the helix. It was also reported that the physician attempted to implant a left ventricular lead but was unable to do so, due to patient anatomy. Both leads were not implanted. Different leads were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.